Event description:
It was reported that the atrial lead had an unspecified ongoing issue. The lead was suspected to have been fractured. The lead was capped during a device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.